Event description:
The customer reported their AED has a broken battery eject button. This event did not occur during patient use.

Manufacturer narrative:
The customer reported their AED has a broken battery eject button. AED works but battery button is malfunctioning. The maintenance schedule is not reported. This AED nor its electronic log files have been returned, and thus the root cause has not be determined. The customer was advised to remove the AED from service and return it to the manufacturer for further analysis. The IFU states: maintain the AED only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. The available information does not reasonably suggest that the device did not perform as intended or failed to meet product specifications at the time the product was shipped to the customer. This device is used for treatment, not diagnosis. Should additional information become available a follow-up MDR shall be submitted.

Manufacturer narrative:
Upon return, the device underwent bench testing, it was confirmed that the battery pack could not be securely latched into the battery well. The issue was caused by broken battery latch, which are intended to assist in securing the battery in place. Despite the damaged latch, the device is able to function when the battery is manually held in position. The customer was advised to remove the AED from service.